Manufacturer narrative:
Device expiration date: unknown. Investigation summary: one open 32g x 6mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320738. A clog test was carried out as per tp700483 and no issues were observed. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Root cause description: no issues were observed with the returned sample therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 6mm 3b tw was unable to deliver insulin/medication, and difficult operation or not working/functioning prior to use. The following information was provided by the initial reporter: even changed the needle, the drug didn't come out during air purge.